Event description:
While moving a patient on and off the table, an electrostatic discharge occurred allegedly causing un-commanded table movements to occur intermittently. The system had to be turned off to stop table movement. The system then returned to normal operation when turned back on.